Manufacturer narrative:
The customer cancelled the service call. The customer reported that the monitor they had replaced two weeks before was defective. No additional service info was provided.

Event description:
It was reported the system was not completing boot up. There is no report of death or injury associated with the event described in this complaint.